Manufacturer narrative:
Updated data: b5. H6. Corrected data: d3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the second medtronic transcatheter valve was attempted to be implanted, however, the valve was not able to pass through the first dislodged valve. The non-medtronic valve was able to pass through the dislodged valve and was placed in the appropriate position.

Event description:
It was reported that during a transcatheter procedure involving the medtronic valve, there was dislodgement of the valve before the access site was closed. The valve was initially implanted in the native annulus, and the training guidance for slow deployment was followed, with the nose cone centered within the frame inflow by slightly retracting the guidewire. The delivery catheter system (dcs) was not twisted or torqued during deployment. The cause of the dislodgement was not definitively known but was possibly due to the interaction of the dcs nosecone with the outflow of the valve. A non-medtronic valve was implanted in the patient. A different medtronic valve was noted to have been opened and discarded for an unspecified reason during the same procedure.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-29, serial/lot #: (B)(6), ubd: 23-jan-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.